Event description:
It was reported the patient became homeless in 2018 and so failed to recharge the ipg for approximately six months (patient lost the charger). Ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-procedure.